Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient underwent generator replacement surgery as a result of high impedance observed (the high impedance is captured within MFR. Report #1644487-2019-01186). The patient later presented with a blister over the generator site. Further information was received that the blister had turned into generator exposure. The patient was admitted to the hospital and was referred for explant of the generator and lead. It was further reported that the physician did not have an assessment of the cause of the extrusion (generator exposure). The patient underwent full explant (explant of the lead and generator). The explanted products were reported to have been discarded. No other relevant information has been received to date.